Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The shaft on the hub of the delivery catheter was spiral slit. The shaft of the delivery catheter was spiral slit. The manipulator wire was broken. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the slitter. Slitting was not on the center of the hub of the delivery catheter. The deflection wire of the delivery catheter was exposed from spiral slitting at 12.5 cm. Slitting terminated on the shaft of the delivery catheter at 44 cm. The shaft of the delivery catheter was cut at 44 cm to the distal end of the shaft of the delivery catheter. The deflection wire detached from the pull band of the delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure, while slitting the catheter, the catheter peeled and a scissors had to be used to finish cutting the catheter. The catheter was removed. No patient complications have been reported as a result of this event.